Event description:
The first stent went off the balloon into the introducer sheath (terumo 7f sheath). The metal tube was not used for introduction. With the help of several other balloons, the stent could be delivered to the stenosis in the left external iliac and then be placed. Due to the fact that positioning was not fine, the doctor decided to bring up another stent to cover the whole lesion. The second stent was then lost at the highly calcified stenosis and was recaptured with another balloon and be placed into the lumen (deployed). There was no resistance experienced during the procedure and the balloon was successfully retrieved. No patient injury.

Event description:
Reporter alleged obtaining the results of 258 mg/dl, 151 mg/dl and 131 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. Reporter did state that the strips were kept in a vehicle overnight when the temperature was in the 20s. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.